Event description:
It was reported that 100 bd emerald¿: 3-piece syringe needle hub was damaged. The following information was provided by the initial reporter: needle hub is kinked in emerald 3ml 23g syringes.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
73 samples and three photos were received by bd for evaluation. A quality engineer was able to review the pictures and inspect the returned samples for the reported issue of damaged product from lot # 2071530 product # 307753. The investigation and simulation were carried out on retention samples where the investigating team has visually tested the samples for damaged product and no damaged product was found in the retention samples. The returned samples were investigated by the team and the defect is confirmed. The root cause was done with fish-borne analysis and the following points were noted. The investigation analysis confirmed that the bent nozzle was machine related; it is concluded that defects comes from between z-shaped conveyor to storage of the barrel. Analyzing the potential root cause there are 3 areas identified design of z-shape conveyor: 3 potential causes were identified further: 1. Height of the steel frame from conveyor. 2. Height of the acrylic cover from the conveyor. 3. Irregular surface at the side of the conveyor. Action points as a corrective action on the each of the potential root cause the following actions were taken. 1. Increase the height of the acrylic sheet from 10 mm to 16mm. 2. Irregular surface: side cover ¿ coated by teflon sheet. 3. Replace the wire mesh with ms sheet of trolley. The effectiveness check is monitored in the weekly outgoing quality control if there is any molding in process quality control test records any tip nozzle bent in their routine test. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
No additional information.